Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was being treated for peritonitis with intra venous antibiotics. The patient said he was diagnosed with peritonitis and that he was on his fourth intravenous treatment. Follow-up was made with the patient's clinic nurse, who stated the patient contacted the clinic on (B)(6) 2016 and reported of cloudy effluent. The patient was requested to come into the clinic for fluid culture and was diagnosed with peritonitis on (B)(6) 2016. The nurse was unable to provide the exact culture results at this time. It was noted the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. The patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment or prior to infection. The patient was not hospitalized for the episode of peritonitis and was initially treated in-clinic and continued his antibiotic medication treatments at home. As of (B)(6) 2016 the signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Medical records were requested.